Manufacturer narrative:
As reported, the positioning system of the ventralight st w/ echo ps was not attached to the mesh when opened for a procedure. It is reported that the sample is not available to be returned for evaluation. Based on the information provided and without having the sample available for evaluation, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2020. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported when the surgeon opened a bard/davol ventralight st w/ echo ps, the positioning system was not attached to the mesh, as such it was not possible to use the mesh without this deployment and positioning system. Another mesh was used to complete the procedure. There was no patient injury.